Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 544mg/dl. Customer current blood glucose was 284mg/dl. Customer states that high blood glucose was may be due to under delivery of insulin. Troubleshoot was performed and customer reports insulin exited at the qr. Insulin pump will not be return for analysis.